Manufacturer narrative:
The case description states the customer's omnipod system did not deliver their programed boluses. Physical testing of the controller found no issues that would contribute to a failure to deliver insulin. The audit log files found the system delivered multiple boluses around the date of occurrence. The confirm bolus button was pressed to deliver each bolus, indicating user interaction. Review of the engineering logs confirmed that the user-initiated boluses, closest to the date of occurrence, were successfully completed. Review of the patient history buffer (phb) data showed no evidence of issues with insulin delivery. The patient history buffer data showed that the automated glucose control algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values and user inputs. The system was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptom reported include hyperglycemia. The patient was treated with insulin and fluid via intravenous.